Manufacturer narrative:
A medtronic representative tested the imaging system and found the upper dingus was not completely disengaging which doesn't allow door to close completely. The medtronic representative adjusted the door to disengage upper dingus completely. The medtronic representative also found the system would not dock, stopped 3" above dock position. The medtronic representative reloaded gantry motion controller firmware to resolve the issue. The medtronic representative then performed an imaging system check-out, all areas passed. A software investigation was completed and confirmed this issue was caused by hardware that needed adjustment. Software is functioning as designed. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging prompted the user to calibrate motion. The site attempted to calibrate the system but reported it would never complete. To troubleshoot the issue, the imaging system was rebooted several times without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.